Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was inaccurate with a drill. They were inaccurate of about 1-2mm. It was the only instrument that was inaccurate. The surgeon was able to verify the instrument with no issues. Additional information was received. The representatives were at the site for troubleshooting. They determined that when the system was spun with non-medtronic sphere, there was an inaccuracy, but when they used medtronic spheres the system was accurate.